Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-adapters. Upn: m365sc9218150. Model: sc-9218-15. Serial: (B)(6). Batch: 7004907/7018126.

Event description:
It was reported that the patient was experiencing shocking or jolting sensations when therapy was on. The patients implantable pulse generator (ipg) would not charge and would require frequent charging. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted device was not returned due to facility policy.